Event description:
It was reported that during a starr procedure, the stapler closed properly, then the surgeon released the safety, but he was unable to squeeze the firing trigger as it was blocked. Therefore, the blade didn't come out and the stapler failed to cut the tissue. A few staples were ejected into the patient's body, which the surgeon was able to retrieve and remove. The case was carried out and finished by using a new device of the same product code. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Washer uncut. The analysis results found that the device arrived in good visual condition with only 15 staples present and partially formed; the breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.